Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level. After receiving instructions from technical support on how to reset the pump, the customer successfully loaded a cartridge and resumed insulin delivery.